Event description:
Charge nurse was called by attending nurse the morning of the event to evaluate the appearance of two abdominal wounds on the patient. The wounds were contained to the superficial subcutaneous tissue and were thought to be caused by the patient lying on the plastic distal end of the feeding administration set when being turned. Both wounds were approximately 4 inches from the navel. The wounds were washed with normal saline and left to open air to heal. At the time of this report, both wounds have completely healed.